Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level.